Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she is about 8 hours from home and she doesn't have any syringes. Customer's blood glucose was 376 mg/dl at time. Customer treated by pressing on the reservoir. Customer was advised not to do this. Customer stated that she is at the beach and the pump may have gotten wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.